Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for evaluation. An exterior physical visual inspection was performed and the inspection failed. The reported missing sensor wire was confirmed by the finding that the sensor wire was missing from the sensor pod and seal carried. A root cause could not be determined.